Event description:
It was reported that the patient experienced a loss of therapeutic effect including urine irritation and leaks whenever she put on a lifeline necklace. The patient purchased the necklace on (B)(6) 2012, and the loss of effect only occurred when the necklace was used. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3889-28, lot# v847453, implanted: (B)(6) 2011, explanted: na. Programmer: model 3037, serial# (B)(4).